Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the stimulator doesn't seem to be working as good as it did in the beginning. When asked for event date, patient said within the last 6 months. The patient said they went to their doctor's office withing the last two weeks and the physician assistant (pa) said implant could be reprogrammed and told patient to call manufacturer. The patient mentioned that they had an MRI sometime in february and when they turned the stimulation off for the MRI, and mentioned that when they connect to their implant, they get a message that says they were at the maximum settings. When asked, patient doesn't recall that they have not made any adjustments since they received the implant. Agent walked patient through connecting to their settings and patient reported seeing the message that the system was operating at maximum settings and therapy could not be increased. The patient switched to a different program and tried to increase the stimulation but received the same message. The patient tried all programs and received the maximum setting message on all of them. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to schedule a device check and reprogramming appointment.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2kc85. Implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the statement that after the MRI the patient got a message that said they were at maximum settings was a device concern. They reported that the device did not get affected by emi interference. When asked what steps were taken to resolve the emi interference, they reported that the patient came back to the clinic today with a fractured lead. It was verified by x-ray. They reported the issued had been resolved. They reported the the cause of getting the maximum settings reached message was determined. They reported that what likely caused or contributed to the issue was an unknown reason. The patient didn't report falling. They reported that steps taken to resolve the issue included a lead and device revision. They reported the issued had been resolved. They reported that the cause of the therapy not being able to be increased was determined. They reported that what likely caused or contributed to the issue was unknown. They reported that steps taken to resolve the issue included that the patient would have a revision of the lead in the near future. They reported the issued had been resolved.